Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
The jaws of the applier got broken at ligation during a laparoscopic pancreatoduodenectomy. The ligation itself was successfully finished and no clips/fragments remained in the patient. After that, the applier was replaced with a new one to complete the procedure.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was originally produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2021. Evaluation of the returned instrument as received shows that the tips are bent to one side and loose and misaligned, and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185) is slightly bent, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become slightly bent and for its bosses to become damaged and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. We are able to validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier got broken at ligation during a laparoscopic pancreatoduodenectomy. The ligation itself was successfully finished and no clips/fragments remained in the patient. After that, the applier was replaced with a new one to complete the procedure.